Event description:
A malfunction alarm was reported with code malf 9, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided information to reset the pump and assisted the caller with this process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.